Event description:
A physical therapist was in room when smoke was noted coming from the plug, where a rental bed was plugged into a red outlet. The therapist disconnected the plug from the wall and removed the pt from the room. Biomedical tech and plant operations were contacted, and it was determined that the plug from the bed was at fault. The wall plug was replaced and back in operation. The rental company for the bed was contacted and the bed was returned to recovercare.